Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer obtained a blood glucose reading of 336 mg/dl at 10:59 a.m. While using the contour next link 2.4 meter. The customer stated that he was in the hospital for a reason unrelated to diabetes where the nurse performed a repeat testing within 10 minutes on another meter and obtained a reading of 130-180 mg/dl lower compared to that obtained on the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, in-house testing was performed using the in-house contour next link 2.4 meter with in-house contour next test strips from lot # 9cped04a, which gave a satisfactory performance.